Event description:
During an in-clinic follow-up, myopotential oversensing episodes were observed on the device. Technical services was contacted for recommendations to resolve the event. Provocative testing was performed and the noise was not reproduced. No intervention has been completed. The patient is stable.